Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was returned for evaluation following the reported event of the controller not alarming during low flow events. The log files contained approximately 21 days of data combined (07nov2023 ¿ 29nov2023 per the timestamp). The log file captured intermittent low flow alarms on 17nov2023 from 01:13:17 to 09:03:30 due to the flow dropping below the low flow threshold; however, these alarms were not active long enough to activate an associated auditory/visual alarm on the system controller. Per design, a ten second delay is imposed between the detection of a low flow alarm condition and the activation of the associated audio and visual indicators on the controller. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period time without any issues or atypical alarms produced. During testing, the system controller alarm appropriately for all alarm conditions, including low flow events. The output of the audio transducers on the system controller were measured and no issues were observed. The reported event could not be correlated to an issue with the returned system controller. The device history records were reviewed and the records revealed that the heartmate ii system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 17aug2017. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ alarms and troubleshooting¿ cover all alarms (auditory and visual), including low flow alarms, and the actions to take if the issue does not resolve. Heartmate ii patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller and the power cables. This section instructs the user to, at least monthly, inspect the system controller¿s audio sounders for dirt or grease. If a change in tone or in loudness is noticed during a system controller self-test, the audio speaker sockets may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a percutaneous closure of the aortic valve for severe aortic insufficiency (ai) on (B)(6) 2023. On (B)(6) 2023, the patient's mean arterial pressure (map) went down to 58 millimeters of mercury (mmhg) via doppler, hemoglobin dropped to 7.7 grams/deciliter; and creatinine went up to 3.4 milligrams per deciliter (mg/dl) from 2.7 mg/dl during morning rounds. The patient remained awake and oriented with complaints of nausea. A blood transfusion and bumetanide (bumex) were ordered. Low flows were noted on interrogation but there were no alarms. Later in the day, the patient was restless, and sepsis was suspected due to a temperature of 38 degrees celsius. Blood was transfusing, and pump flow was reported at 2.8 - 3.1 liters per minute with no drops in speed. The patient became tachypneic and was transferred to the intensive care unit (ICU). The patient reportedly coded en route to the ICU. Bedside transesophageal echocardiography (tee) was done and showed no flow on the aorta. There were no reported alarms, and the system controller was connected for the duration of the event. The patient was pronounced deceased at 1722. It was additionally reported that elevated pump power occurred in the hours following the reported time of death. Related pump MFR 2916596-2023-08549.